Event description:
It was reported that the blood pressure of a patient monitored by a carescape b850 monitor fell to 60mmhg. The activated audible alarm was yellow. The patient then experienced a cardiac pause. The nurse who passed by the room at this time noticed the event. The care team who was looking after an emergency case would not have heard the monitor audible alarm. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.